Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration essure device location of device: uterus'), tubo-ovarian abscess ('left tubo-ovarian abscess'), pelvic abscess ('pelvic abscess') and peritonitis ('infection (other) describe peritonitis') in a 30-year-old female patient who had essure (batch no. 686785-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed with essure tubal sterilization". The patient's medical history included bronchitis, abdominal pain, vomiting, gerd, chronic headaches, hepatitis, epigastric pain, uterine bleeding, fever, dysuria, hemorrhagic cyst, menometrorrhagia, dysmenorrhea, left lower quadrant pain, ovarian cyst and hepatitis. (B)(6) 2011: multiple trans abdominal and transvaginal sonographic images of the pelvis compared to a CT performed on (B)(6) 2010 uterus measures 9x5x5.6 cm echogenic essure fallopian occlusion device is noted bilaterally. The device on the left protrudes into the uterus to a greater degree than the right. Endometrium measures 9 mm the right ovary measures 4x 1.9x3 cm and demonstrates dropper blood flow.. The left ovary measures 4 x3.4x4.6 cm and demonstrates dropper blood flow it contains a 2.3 cm simple cyst there are nabothian cysts within the cervix there is a physiologic amount of pelvic free fluid. Impression: 1. Essure devices noted bilaterally with the left side device protruding into the uterus to a greater degree than the right 2. Simple left ovarian cyst. Previously administered products included for an unreported indication: nexium and acetaminophen. Concurrent conditions included nausea, uterine fibroid, loose stools and heartburn. Concomitant products included clonazepam (klonopin) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"), 1 month 21 days after insertion of essure. On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced peritonitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2011(unilateral salpingo oophorectomy- left side) (B)(6) 2011 total hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, tubo-ovarian abscess, pelvic abscess, peritonitis, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic abscess, pelvic pain, peritonitis, tubo-ovarian abscess and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 discrepancy noted essure confirmation test information as earlier in case it was reported that hysterosalpingogram was performed and now in document it was mentioned she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: impression: 1. Essure devices noted bilaterally with the left side device protruding into the uterus to a greater degree than the right 2. Simple left ovarian cyst; on (B)(6) 2010: impression: 1. Suggestion of punctate bilateral renal calculi. No hydronephrosis or ureteral stones. 2. Appendix is normal. 3. Dominant follicle or right ovarian cyst measuring up to 2.8 cm.. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2011: suspected complex left ovarian cystic lesion, this may represent a hemorrhagic cyst or possibly a tubo-ovarian abscess... Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anxiety, depression, pelvic pain, vaginal bleeding, pelvic abscess, left tubo-ovarian abscess and peritonitis lot number reported 686785 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration essure device location of device: uterus'), tubo-ovarian abscess ('left tubo-ovarian abscess'), pelvic abscess ('pelvic abscess') and peritonitis ('infection (other) describe peritonitis') in a 30-year-old female patient who had essure (batch no. 686785-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed with essure tubal sterilization". The patient's medical history included bronchitis, abdominal pain, vomiting, gerd, chronic headaches, hepatitis, epigastric pain, uterine bleeding, fever, dysuria, hemorrhagic cyst, menometrorrhagia, dysmenorrhea, left lower quadrant pain, ovarian cyst and hepatitis. (B)(6) 2011: multiple trans abdominal and transvaginal sonographic images of the pelvis compared to a CT performed on (B)(6) 2010 uterus measures 9x5x5.6 cm echogenic essure fallopian occlusion device is noted bilaterally. The device on the left protrudes into the uterus to a greater degree than the right. Endometrium measures 9 mm the right ovary measures 4x 1.9x3 cm and demonstrates dopper blood flow.. The left ovary measures 4 x3.4x4.6 cm and demonstrates dopper blood flow it contains a 2.3 cm simple cyst there are nabothian cysts within the cervix there is a physiologic amount of pelvic free fluid. Impression: 1. Essure devices noted bilaterally with the left side device protruding into the uterus to a greater degree than the right 2. Simple left ovarian cyst. Previously administered products included for an unreported indication: nexium and acetaminophen. Concurrent conditions included nausea, uterine fibroid, loose stools and heartburn. Concomitant products included clonazepam (klonopin) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced pelvic pain ("physical pain pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"), 1 month 21 days after insertion of essure. On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced peritonitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required) and pyrexia ("recurrent fevers"). The patient was treated with surgery (on (B)(6) 2011(unilateral salpingo oophorectomy- left side) (B)(6) 2011 total hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, tubo-ovarian abscess, pelvic abscess, peritonitis, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain and pyrexia outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, menorrhagia, pelvic abscess, pelvic pain, peritonitis, pyrexia, tubo-ovarian abscess and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 &(B)(6) 2010. Discrepancy noted essure confirmation test information as earlier in case it was reported that hysterosalpingogram was performed and now in document it was mentioned she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: impression: 1. Essure devices noted bilaterally with the left side device protruding into the uterus to a greater degree than the right 2. Simple left ovarian cyst; on (B)(6) 2010: impression: 1. Suggestion of punctate bilateral renal calculi. No hydronephrosis or ureteral stones. 2. Appendix is normal. 3. Dominant follicle or right ovarian cyst measuring up to 2.8 cm.. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2011: suspected complex left ovarian cystic lesion, this may represent a hemorrhagic cyst or possibly a tubo-ovarian abscess. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anxiety, depression, pelvic pain, vaginal bleeding, pelvic abscess, left tubo-ovarian abscess and peritonitis. Lot number reported 686785 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received : new events added : "abdominal pain, recurrent fevers". Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration essure device location of device: uterus'), tubo-ovarian abscess ('left tubo-ovarian abscess'), pelvic abscess ('pelvic abscess') and peritonitis ('infection (other) describe peritonitis') in a 30-year-old female patient who had essure (batch no. 686785-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed with essure tubal sterilization". The patient's medical history included bronchitis, abdominal pain, vomiting, gerd, chronic headaches, hepatitis, epigastric pain, uterine bleeding, fever, dysuria, hemorrhagic cyst, menometrorrhagia, dysmenorrhea, left lower quadrant pain, ovarian cyst and hepatitis. (B)(6) 2011: multiple trans abdominal and transvaginal sonographic images of the pelvis compared to a CT performed on (B)(6) 2010 uterus measures 9x5x5.6 cm echogenic essure fallopian occlusion device is noted bilaterally. The device on the left protrudes into the uterus to a greater degree than the right. Endometrium measures 9 mm the right ovary measures 4x 1.9x3 cm and demonstrates dopper blood flow.. The left ovary measures 4 x3.4x4.6 cm and demonstrates dopper blood flow it contains a 2.3 cm simple cyst there are nabothian cysts within the cervix there is a physiologic amount of pelvic free fluid. Impression: 1. Essure devices noted bilaterally with the left side device protruding into the uterus to a greater degree than the right 2. Simple left ovarian cyst. Previously administered products included for an unreported indication: nexium and acetaminophen. Concurrent conditions included nausea, uterine fibroid, loose stools and heartburn. Concomitant products included clonazepam (klonopin) since (B)(6)2010, nsaids since (B)(6)2010 and paracetamol (acetaminophen) since (B)(6)2010. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain ("physical pain pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"), 1 month 19 days after insertion of essure. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On(B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6)2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2011, the patient experienced peritonitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), pyrexia ("recurrent fevers"), genital haemorrhage ("general abnormal bleeding"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (on (B)(6)2011(unilateral salpingo oophorectomy- left side) (B)(6)2011 total hysterectomy). Essure was removed on (B)(6)2011. At the time of the report, the device expulsion, pelvic pain, abdominal pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the tubo-ovarian abscess, pelvic abscess, peritonitis, vaginal haemorrhage, menorrhagia, depression, anxiety, pyrexia, vaginal discharge and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic abscess, pelvic pain, peritonitis, post procedural complication, pyrexia, tubo-ovarian abscess, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6)2010 & (B)(6)2010 discrepancy noted essure confirmation test information as earlier in case it was reported that hysterosalpingogram was performed and now in document it was mentioned she did not undergo confirmation test. Discrepancy noted in date of removal (B)(6)2011 and (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2010: impression: 1. Essure devices noted bilaterally with the left side device protruding into the uterus to a greater degree than the right 2. Simple left ovarian cyst; on (B)(6)2010: impression: suggestion of punctate bilateral renal calculi. No hydronephrosis or ureteral stones. Appendix is normal. Dominant follicle or right ovarian cyst measuring up to 2.8 cm.. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound abdomen - on (B)(6)2011: suspected complex left ovarian cystic lesion, this may represent a hemorrhagic cyst or possibly a tubo-ovarian abscess... Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anxiety, depression, pelvic pain, vaginal bleeding, pelvic abscess, left tubo-ovarian abscess and peritonitis lot number reported 686785 is invalid quality-safety evaluation of ptc: unable to confirm complaint, most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet received. Events added from pfs- general abnormal bleeding, vaginal discharge, bladder / urinary, post removal complication-yes. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration essure device location of device: uterus'), tubo-ovarian abscess ('left tubo-ovarian abscess'), pelvic abscess ('pelvic abscess') and peritonitis ('infection (other) describe peritonitis') in a (B)(6) female patient who had essure (batch no. 686785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed with essure tubal sterilization". The patient's medical history included bronchitis, abdominal pain, vomiting, gerd, chronic headaches, (B)(6), epigastric pain, uterine bleeding, fever, dysuria, hemorrhagic cyst, menometrorrhagia, dysmenorrhea, left lower quadrant pain, ovarian cyst and (B)(6). On (B)(6) 2011: multiple trans abdominal and transvaginal sonographic images of the pelvis compared to a CT performed on (B)(6) 2010 uterus measures 9x5x5.6 cm echogenic essure fallopian occlusion device is noted bilaterally. The device on the left protrudes into the uterus to a greater degree than the right. Endometrium measures 9 mm the right ovary measures 4x 1.9x3 cm and demonstrates dopper blood flow.. The left ovary measures 4 x3.4x4.6 cm and demonstrates dopper blood flow it contains a 2.3 cm simple cyst there are nabothian cysts within the cervix there is a physiologic amount of pelvic free fluid. Impression: 1. Essure devices noted bilaterally with the left side device protruding into the uterus to a greater degree than the right 2. Simple left ovarian cyst. Previously administered products included for an unreported indication: nexium and acetaminophen. Concurrent conditions included nausea, uterine fibroid, loose stools and heartburn. Concomitant products included clonazepam (klonopin) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"), 1 month 21 days after insertion of essure. On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced peritonitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2011(unilateral salpingo oophorectomy- left side) (B)(6) 2011 total hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, tubo-ovarian abscess, pelvic abscess, peritonitis, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic abscess, pelvic pain, peritonitis, tubo-ovarian abscess and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 & (B)(6) 2010 discrepancy noted essure confirmation test information as earlier in case it was reported that hysterosalpingogram was performed and now in document it was mentioned she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: impression: essure devices noted bilaterally with the left side device protruding into the uterus to a greater degree than the right simple left ovarian cyst; on (B)(6) 2010: impression: suggestion of punctate bilateral renal calculi. No hydronephrosis or ureteral stones. Appendix is normal. Dominant follicle or right ovarian cyst measuring up to 2.8 cm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2011: suspected complex left ovarian cystic lesion, this may represent a hemorrhagic cyst or possibly a tubo-ovarian abscess. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anxiety, depression, pelvic pain, vaginal bleeding, pelvic abscess, left tubo-ovarian, abscess and peritonitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: plaintiff fact sheet and medical record received. Lot number was added. New events: abnormal bleeding vaginal, menorrhagia, infection (other) describe: peritonitis, psychological or psychiatric problems condition: depression, anxiety/mental anguish, migration of essure device location of device: uterus, novasure endometrial ablation performed with essure tubal sterilization, pelvic abscess, left tubo-ovarian abscess were added. Outcome of event pelvic pain was changed from "unknown" to "recovering/resolving". Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Other relevant history updated. Essure start date and stop date updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.